Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) two weeks post implant. An x-ray was performed and the field representative was awaiting the results from the physician. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that x-ray showed the lead was micro dislodged. The device was programmed to vvi pending a revision procedure. Surgical intervention was undertaken the following day. The lead was repositioned and appropriate capture was obtained. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) two weeks post implant. An x-ray was performed and the field representative was awaiting the results from the physician. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.